Event description:
A review of service data has detected a reportable event. Upon servicing, monitor sn (B)(4)reset during pulse testing. The last patient to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the monitor was resetting during pulse testing. A root cause investigation is currently underway. No adverse event resulted from the monitor resets. The last patient to use this monitor did not report any deficiencies.